Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation boards were evaluated and reseated. The left monitor was replaced. The system was tested, found to be working as intended and returned to service.